Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the right ventricular lead exhibited oversensing. The patient did not receive therapy during the oversensing. Increased right ventricular pacing lead impedance was also noted. The oversensing was not reproducible in clinic. Programming changes were made. The patient was stable.

Manufacturer narrative:
Correction: initial reporter. The previously reported initial reporter was incorrect. The correct response is rn (B)(6). Correction: occupation. The previously reported initial reporter was incorrect. The correct response is nurse.

Event description:
New information received noted the right ventricular lead exhibited noise. No programming changes were reported. The patient was stable.